Event description:
"S/p b subpect infra gels (unknown size/pt thinks surgitek) for augmentation in 1988. Apptly pt had lt fibroadinoma bx'd which left much smaller/indented laterally so had implants. Denies any local c/o's whatsoever. Main c/o's are progressively disabling systemic sx's including arthralgias/myalgias (plus am stiffness), paresthesias/dysesthesias, spasms, swelling, fatigue, sleep disturb, adenopathy, fevers, hot flashes/sweats/chills, periodontal disease, visual changes, dizziness, memory loss, sicca, hair loss, oral sores, rashes, sens sun/cold (positive raynaud's)/chem, sob, cp, choking sens, increased cholesterol, wgt gain and gi/gu disturb as well as easy bruising."